Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the alarm occurred a couple of hours prior to the hurricane happening. The user's blood glucose level was 129 mg/dl and the user cleared the alarm.